Manufacturer narrative:
This report is filed, april 28, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to the need for an MRI for neurological motor weakness.

Manufacturer narrative:
This report is submitted on october 31, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the date device returned to manufacturer is, 04/13/2016; not 04/06/2016 as previously reported. (B)(4).